Event description:
Pt arrived at facility with no complaints. Bp 138/71, hr 68 and temp 96.3. Dialysis treatment initiated without incident. At 6:15 am treatment remained stable prior to event. One hr and 22 mins into treatment, pt vomited and developed chills. Treatment terminated. Temp 96.4, chills persisted after treatment terminated. Pt given tylenol and benadryl at 7:45 am. Chills continued and pt transferred to local ER and was admitted. Machine was removed from floor. Pt's temp reached 102, required oxygen via nasal cannula and was short of breath. Bp 143/68 upon discharge. Pt voiced not feeling well day prior to event.